Event description:
The report indicated that 1-2 minutes into the bypass procedure the monolyth oxygenator started to leak. They stopped bypass and changed out the unit. They continued on with bypass with no further incident.